Manufacturer narrative:
The reported event of insulation damage was confirmed but the reported events of oversensing noise and suspected conductor fracture were not confirmed. As received, a complete lead was returned in one piece. Visual examination found outer insulation damages proximal to the suture sleeve tie impression consistent with procedural damage which contributed to the event of insulation damage reported in the field. Electrical testing and x-ray examination did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the patient's right ventricular lead exhibited episodes of lead noise oversensing which resulted in brief inhibition of pacemaker pacing. A conductor fracture was suspected by the physician. During the explant procedure, the physician visualized some insulation damage on the proximal portion of the lead just proximal to the suture sleeve. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Correction: g3 of previously submitted report should be oct 23, 2024.